Event description:
Angiodynamics received a voluntary medwatch reporting a patient death in association with the usage of a schon xl double lumen catheter. The date of report was (B)(6) 2023. It was reported that the distal catheter broke off at port. The reporter elected to not be identified and to remain confidential. No end user, customer, or contact information was provided. Due to lack of information, no further follow up for information was able to be performed. The date of the death is unknown.

Manufacturer narrative:
An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The reported schon dialysis catheter complaint sample was not returned for evaluation, therefore, it could not be confirmed if there was a supplier manufacturing related non-conformance associated with the reported dialysis catheter "detached". Without received a device for evaluation a definitive root cause for the catheter detachment cannot be determined. It was reported that the patient expired as a result of this event. It is unclear as to the circumstances that resulted in this patient outcome. The reporter of this event elected to not be identified so no follow up good faith efforts for additional information and complaint sample return/evaluation could be performed. No device history record (DHR) review was conducted since there was no reported device lot number. Review of ship history report (shr) lots could not be performed since upn and customer are also unknown. (B)(4) is only the distributor for this product. Medcomp (martech as contract manufacturer) is the legal manufacturer and is responsible for all risk management documentation. A review of the risk management documentation is not required by (B)(4). Martech has been notified of this reported complaint event. Labeling review: instructions for use, which is supplied to the end user with this catalog number states: "do not use sharp instruments near the extension lines or tubing. Do not use scissors to remove dressing, as this could possibly cut or damage catheter. Do not suture any part of the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Use only smooth jaw forceps for clamping when not using the clamp supplied with the catheter. We recommend using only in-line extension clamps which have been provided for clamping. Clamping the catheter repeatedly in the same spot could weaken the tubing. Change the position of the clamp regularly to prolong the life of the tubing. Avoid clamping near the adapter and the hub of the catheter. Clamp only the extensions. Examine the tubing for damage at the end of each treatment". A review of the (B)(4) complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).